Event description:
It was reported that patients spinal cord stimulator paddle lead had migrated. It was noted that patient had a discomfort around the battery site. The patient underwent a paddle lead and battery repositioning procedure. The patient was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial: (B)(6). Batch: 216731 UDI: (B)(4).